Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 an app crash alert occurred. No additional event or patient information is available data was provided for evaluation. Data review did not confirm the reported event. The root cause could not be determined.